Event description:
It was reported that an unspecified malfunction alarm and a malfunction alarm occurred. In addition, it was reported that the pump battery would not charge. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level ranged from 126-127 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.